Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the ventilator cannot operate on battery power. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that when alternate current (ac) power is disconnected, the battery light emitting diode (led) stays on momentarily and then the ventilator becomes inoperable. The customer installed a new battery but that did not resolve the problem. The field service engineer (fse) performed on-site evaluation and identified that the power management printed circuit board assembly (pm pcba) was not switching over to battery and was not charging the battery. The fse replaced the pm pcba and the problem was resolved.